Event description:
While using the robotic harmonic insert sheath the metal tip broke off inside patient. Surgeon retrieved the tip in one piece and removed it from the pelvis. No other harmonic device was used for remainder of surgery. The patient remained stable and free of any complications throughout remainder of surgery.